Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery distal to atrioventricular branch. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was tight when the balloon crossed the lesion. When the device was inserted about half, it was noted that the balloon ruptured during inflation at 6atm. Per physician's comment, the balloon ruptured due to calcification. The procedure was completed with a different device. No patient complications were reported.